Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the stimulation was too high and the patient kept feeling the pulsating outside of her body. The patient used the programmer and turned it down and it was not staying down where she put it. It was noted that the manufacturing representative turned it too high and now ¿it kept going up and up and jumping up.¿ when the patient turned it off, she was getting pain. Every time the patient checked the patient programmer, the stimulation was going up; it was on 4.80v and then was on 4.90v. It was noted that the implantable neurostimulator (ins) was on when she was sitting up and when she laid down it turned off. The patient laid on her left side (battery was on the right side) and did not lie on her back because it was not comfortable. The patient was feeling strong stimulation in the feet and it was too high. The patient felt it while sitting and walking and heard it humming while on. The patient dropped the stimulation from 4.40 to 3.40v on program 1 for the right and left legs. It was noted that the patient had this issue since implant. The patient was not feeling stimulation and would recharge the ins and report back for assistance. It was further reported that there was a 50% or greater symptoms reduction. The cause of the event was determined and was not device related. The patient experienced a sudden loss of therapeutic effect and reprogramming was needed. The patient had not recovered and the symptoms/issue was ongoing. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.